Manufacturer narrative:
Investigation summary: bd was unable to perform a thorough investigation as no item number, sample, lot, or batch number were provided. A device history review could not be completed as no batch number was provided. H3 other text : see h10.

Event description:
It was reported that the unspecified bd introsyte¿ introducer sheath separated and broke during the procedure. The following information was provided by the initial reporter, translated from portuguese to english: "during handling, when the introducer was broken, it did not break, it showed resistance and broke.". " was there any impact on the patient? (Detail) yes, it had to be removed and another kit passed. Was there a need for medical and/or surgical intervention due to what happened? (Detail). The doctor and nurse who performed the procedure. Was the procedure completed using another product? Yes.".

Event description:
It was reported that the unspecified bd introsyte¿ introducer sheath separated and broke during the procedure. The following information was provided by the initial reporter, translated from portuguese to english: "during handling, when the introducer was broken, it did not break, it showed resistance and broke." " was there any impact on the patient? (Detail) yes, it had to be removed and another kit passed. Was there a need for medical and/or surgical intervention due to what happened? (Detail) the doctor and nurse who performed the procedure. Was the procedure completed using another product? Yes."

Manufacturer narrative:
Unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in (B)(4) has been listed and the (B)(4) FDA registration number has been used for the manufacture report number. Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Manufacturer narrative:
Unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in (B)(4) has been listed and the (B)(4) FDA registration number has been used for the manufacture report number. Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that the unspecified bd introsyte¿ introducer sheath separated and broke during the procedure. The following information was provided by the initial reporter, translated from portuguese to english: "during handling, when the introducer was broken, it did not break, it showed resistance and broke." " was there any impact on the patient? (Detail) yes, it had to be removed and another kit passed. Was there a need for medical and/or surgical intervention due to what happened? (Detail) the doctor and nurse who performed the procedure. Was the procedure completed using another product? Yes."

Manufacturer narrative:
The following fields were updated due to additional information: d9: device available for eval yes, d9: returned to manufacturer on: 02-may-2022. Investigation summary: our quality engineer inspected the sample submitted for evaluation. Bd received one 26ga introsyte-n unit with no product documentation to indicate the material or lot number. An argon 26g catheter was also received. A gross visual inspection of the returned unit found that the wings had been separated and a hole was present in the sheath at the proximal end. The material around the hole appeared stretched, indicating that the sheath was subject to tensile stress. As only a small portion of the sheath is present on one of the wings, it is likely that the sheath did not properly peel and was forcibly separated. Microscopic inspection found that no skive line was present along the length of the sheath. The reported issue was confirmed. This was physical/mechanical evidence to confirm and support a manufacturing process related issue for the reported defect relating to the raw material. Incoming inspection performs a controlled sample evaluation for skive split completeness. Raw material records could not be reviewed for quality notifications as no lot number was provided.

Event description:
It was reported that the unspecified bd introsyte¿ introducer sheath separated and broke during the procedure. The following information was provided by the initial reporter, translated from portuguese to english: "during handling, when the introducer was broken, it did not break, it showed resistance and broke." "¿ was there any impact on the patient? (Detail) yes, it had to be removed and another kit passed. ¿ was there a need for medical and/or surgical intervention due to what happened? (Detail). The doctor and nurse who performed the procedure. ¿ was the procedure completed using another product? Yes."